Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw / unknown lot. Explant date: unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: "pss 3d" head is detached from the screw head. A review of the accompanying x-ray indicates that there appears to be a head detached from the screw head at the caudal of the two levels of the construct. A picture of the screw with the head detached, along with the provided x-ray, indicates that the screw was explanted. This report is for one unknown screw. This is report 1 of 1 for complaint (B)(4).